Event description:
Customer complaint - limited data available customer stated that they noticed a burning smell coming from the heating pad and unplugged it.

Event description:
Customer complaint - limited data available. Customer complained that he noticed a burning smell coming from inside the pad and unplugged it.